Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The hernia was located in the lower abdomen (not further specified). The patient was hospitalized, for ten days, for the hernia and two other indications. During the hospitalization (unspecified date) the patient underwent a surgery for hernia repair and another indication. At the time of this report, the patient had just gotten home from the hospital and was recovering from the hernia event. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.